Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. The outcome of the event was unknown. On an unreported date, the patient was switched to hemodialysis (hd) therapy. No additional information is available. This is report 4 of 4.